Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an upgrade implant procedure this left ventricular (lv) lead exhibited high out of range pacing impedances measuring greater than 2000 ohms. There were also observations of pacing inhibition and high thresholds. Subsequently, a lead revision was performed and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.